Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe. The user was at the end of the ablation at that point and decided to quit treatment. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.